Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes stopper creeped out. The following information was provided by the initial reporter: "again, another tube decapped during transport in the bag."

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes stopper creeped out. The following information was provided by the initial reporter: "again, another tube decapped during transport in the bag".

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for decapping with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.